Event description:
The pump was returned for investigation. Investigation revealed that the display was dim. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 03/17/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/17/2015 with the following findings: during testing, the display was found to be dim. Unrelated to the complaint, evaluation revealed that the label on the back of the pump was scratched. (B)(6).